Event description:
The physician used one protege gps stent to treat a carotid artery lesion. The device was removed from the packaging and inspected with no issues noted. The device was deployed successfully with no problems. It was reported that the device had passed its expiration date prior to use. No patient injury was reported.